Manufacturer narrative:
H6 added health effect - surgical intervention code as it was omitted from the initial report that was submitted.

Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that a patient was implanted with an impella cp for mechanical circulatory support. It was reported that when moving from the catheterization lab bed to the patient's bed, the patient's groin began to bleed profusely. Manual pressure was applied. Preclose sutures were attempted to tightened and a mattress suture was added without success of controlling the bleeding. The decision was made to remove the impella cp. The patient's outcome was stable.